Event description:
It was reported that a "g7 wearable failure" was reported. The wearable was inserted into the arm. On (B)(6) 2025, the patient they did not notice the sensor stopped working, and due to this the blood glucose reading went up to 400 mg/dl, and the patient went to the hospital. The patient declined to provide any further information reading the event. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.